Manufacturer narrative:
Other, other text: additional information was received stating issue occurred during testing. One infusion pump was returned for evaluation. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no issues were identified during this DHR review. Device underwent functional testing, confirming the reported customer complaint-device displayed "1871" error coder upon power up. This was due to the motor being locked out, which was then replaced. The problem source however has been determined to be unknown.

Event description:
Information was received indicating that a smiths medicalpump presented with lec 1871. There were no reported adverse events.